Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a procedure to implant a 19mm regent mechanical valve, a leaflet dislodged from the orifice intact as the last suture was being placed. The dislodged leaflet remained intact and was removed from the patient intact. Per report, the operative total time was 6 hours. A second 19mm regent valve was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation indicated there was no evidence observed that may have caused or contributed to the dislodged leaflet and orifice damage. Rather, the dislodged leaflet and orifice damage was caused by some external force applied to the leaflet and orifice which overstressed the carbon material. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed.